Event description:
It was reported that the patient complained of pain so the hardware was removed. The surgeon did not comment intraoperatively a cause for the patients' pain. There was nothing wrong with the implants. The patient kept complaining of pain and it was decided implants to be removed. Implants looked fine.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as meeting specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The returned nail shows signs of usage but no damage or signs of incorrect assembly of the lag screw, locking screw and set screw. In accordance with the event information ¿there was nothing wrong with the implants [¿] implants looked fine¿ and the fact that no deviations were found in the DHR and raw materials, a connection between the implants and the patient¿s pain could be excluded. The root cause for the pain could not be determined due to missing information. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.

Event description:
It was reported that the patient complained of pain so the hardware was removed. The surgeon did not comment intraoperatively a cause for the patients' pain. There was nothing wrong with the implants. The patient kept complaining of pain and it was decided implants to be removed. Implants looked fine.